Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of balloon detached.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon was inflated in the duct to the appropriate pressure and size. However, when moving/pulling the device across the stricture, the balloon detached from the catheter into the duct of the patient. It was reported that the detached balloon was retrieved using devices used to retrieve migrated plastic stents. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.